Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive in some areas of the screen. Customer is unable to interact with the bolus screen and enter certain numbers. Customer's blood glucose was 113 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.